Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
It was reported that two proglide devices were placed in the right common femoral artery via 6fr sheath using the preclose technique prior to the aaa procedure. The sheath was upsized to 9fr then 16fr and the aaa procedure was completed. When the line was pulled by the trimmer, the blue line broke on one of the proglide devices. An additional proglide device was placed and hemostasis was achieved with the sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.